Manufacturer narrative:
(B)(4).

Event description:
It was reported that no high alerts occurred. It was determined that the no high alerts was related to the mobile application. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.